Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, atrial lead impedance was >2500 ohms. During a subsequent procedure, the atrial lead was disconnected and reconnected to the pulse generator, at which time normal impedance was observed.